Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 f/u, the pt complained about chest discomfort. Pacing with short av delay (apvp) in a regular timing was confirmed through a 24 hour holter recording. The physician requested an explanation.